Event description:
Potential for injury associated with an m91 power chair surging forward, then unintentionally slowing down. This erratic/unintended movement is likely to cause injury to the user and any bystander.